Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, damaged cable) has been confirmed. Upon investigation, the belt failed an ECG falloff test. The root cause for the failure was that all the wires in the cable connecting ECG c and d were broken. The root cause for damaged cable was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient reported a damaged electrode belt and was experiencing adjust belt messages.